Event description:
Two blood leaks at one pt occurred during hemodialysis treatment. One blood leak occurred at 120 minutes after the treatment starting. The other leakage occurred at 5 minutes after the treatment starting. The both leakages were observed by the leak detector and by the test strip. The blood loss was about 240cc each because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. The pt was well and no medical treatment was given.